Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient called and reported that the physician observed noise on the ventricular lead and a fracture was suspected. Additional information has been requested and not yet received. The lead remains in use. No patient complications have been reported as a result of this event.